Event description:
According to the initial reporter, the patient presented to the emergency room on (B)(6) 2020 with a contained rupture of the aorta; the implanted graft had separated. Another manufacturers graft was placed to bridge the separation however the patient expired.